Event description:
It was reported that the right ventricular (rv) lead exhibited a suspected fracture of the high voltage coils. The lead exhibited variable and out of range high pacing, rv defibrillation and superior vena cava (svc) defibrillation impedances. Initially, the ventricular fibrillation (vf) detections and alerts were programmed off. Subsequently, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead triggered rvtip to rvcoil and svc lead impedance warning.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: h6 (eval code conclusion: fdc/annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was an issue with the lead connector. There was an issue with the lead conductor. The analyst noted the internal rv resistance was varying during flex of the lead at the connector leg. Computerized tomography (CT) scan of the rv ring crimp in the connector leg shows that the conductor is not laying fully into the crimp housing. The lead connector was taken apart to separate the rv, svc, and proximal rings from the connector leg of the lead. The jaws of the crimp were found to be not fully closed around the rv conductor. A pull test of the conductor was performed and the rv conductor was able to be pulled from the rv ring crimp. CT scan of the svc ring crimp in the connector leg shows that the conductor is not laying fully into the crimp housing. The jaws of the svc crimp were found to be not fully closed around the svc conductor. A pull test was performed on the svc conductor and was not able to be pulled from the crimp on the svc ring. The placement of the svc conducto r and the svc crimp may have contributed to the impedance issues but was not able to get the svc impedance to fail during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.